Event description:
A home pt's pm nurse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Per initial report, the home pt started therapy prior to connecting their transfer set to the pt line of the homechoice set. Baxter's technical service center assisted the home pt's pm nurse in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt's am nurse.